Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (value not specified) and customer went to the emergency room. Customer did not provide further information. Although multiple attempts were made by tandem technical support to obtain additional information and confirm ER visit, customer did not reply.